Event description:
It was reported that the instrument was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the instrument was broken. Additional information: all the pieces of the screwdriver were recovered and checked by the surgeon, but this resulted in a 30 minutes surgical delay.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Manufacturer narrative:
Correction - please refer to d4 lot#, d9/h3, h6 (method, results & conclusion codes). The reported event could be confirmed, since the device was returned and matches alleged failure. The received screwdriver was visually inspected in we can see that the tip and moving blade of the screwdriver are broken off, the broken fragments were not returned for evaluation. We can also see scratch marks on the device which indicate the usage of the device. The breakage surface indicates a brittle fracture caused by the application of high bending as the breakage is inclined to one side. The sleeve of the screwdriver is laser-marked with the statement ¿do not lever¿ to avoid bending the screwdriver. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related, breakage is caused by application of high bending load. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the instrument was broken. Additional information: all the pieces of the screwdriver were recovered and checked by the surgeon, but this resulted in a 30 minutes surgical delay.